Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4)

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the speakers and microphone were not working. The operator was not able to hear the patients. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that the speakers and microphone were not working on the CT system. The operator was not able to hear sound coming from the scan room into the control room. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient involvement and no harm as a result of this event. The philips field service engineer (fse) arrived at the customer site on (B)(6) 2018 to evaluate the CT system. The fse confirmed the customer¿s allegation. The fse checked the audio cable connections and determined that the gantry speaker and microphone cables were disconnected. The fse disconnected and re-seated the gantry speaker and microphone cables to resolve the issue. The speaker and microphone were then tested and confirmed to be functional. No parts were replaced. The system is operational and in clinical use. This event has been determined not to be a reportable event.